Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; a button on his insulin pump only responds when pressed a certain way. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.